Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states their levels have been in the upper 200mg/dl and as low as in the 40mg/dl. The customer's blood glucose level at the time of high was 320mg/dl. The customer's most current level was 490mg/dl. Troubleshoot was conducted. The customer is being sent tubing clamp in order to conduct high pressure test and complete troubleshoot. The customer was advised to conduct full set, reservoir, and insulin change. The customer was advised to monitor the device.